Event description:
It was reported that the nurse stated that they have been troubleshooting for over an hour because arctic sun device keeps alerting low flow. Tried disconnecting and reconnecting pads with no resolution. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 37.6c. Walked through stop therapy, empty and disconnect pads. Placed device in manual control at 10c. System diagnostics showed that the outlet monitor temperature (t1) was 9.7c outlet control temperature (t2) was 9.7c, inlet temperature (t3) was 33.6c, chiller temperature (t4) was 6.9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 5678.8 and pump hours were 4163.4. Device alerted low internal flow. Walked through disabling manual control. Advised sending to biomed labeled low flow and swap out to alternate device.

Manufacturer narrative:
Initial reporter phone number provided: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.